Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with an intracranial hemorrhage which was confirmed with a CT. Of note, patient underwent a recent ablation. Care was withdrawn a as a result of the hemorrhage. The death was not considered to be device related and the device was reportedly operating as expected at the last clinic visit. The patient's last documented inr at another hospital was slightly supratherapeutic (3.4 with goal 2-3), however the site was unaware of what his inr was at time of the event as it occurred at an another hospital.